Manufacturer narrative:
The lens was returned dry in a vial. Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear residue and debris on the lens. (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Device not returned to manufacturer

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, diopter -11.5/+2.0/086 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged for a longer lens due to the patient experiencing low vault. The problem was resolved. As of the date of MDR reporting the lens has not yet been returned.